Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited a e216 scope communication error due to corrosion of the electrical contacts in the video connector. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the event occurred due to stress of repeated use, external factors or handling of the device. The image sensor unit appeared to be damaged, possibly from a disconnection or a failure in a component mounted on the electrical circuit board, such as integrated circuit chips and capacitors. However, the definitive root cause could not be determined. The event can be detected by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.